Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon evaluation, the front and rear response buttons were defective. The cause of the defective response buttons are worn contacts on the response button cables. The root cause for the worn contacts cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.